Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a comprehensive reverse shoulder procedure on (B)(6) 2013. During the procedure, the drill bit fractured and as a result, the periphery screw would not completely engage into the glenoid baseplate. The fractured tip remains implanted in the patient.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to bending overload. Dimensional evaluation found component to be within appropriate design specification.